Event description:
A report was received that the pt was experiencing pain in his testicle. The physician explanted the lead, which alleviated the sensation.

Manufacturer narrative:
Explanted lead was not returned to bsn for eval as it was discarded by the medical facility.